Event description:
The plate that mounts the pins for the front riggings to the chair has broken from the frame.

Manufacturer narrative:
Manufacturer updated from (B)(4)., to reflect the correct manufacturer. (B)(4) notification sent to (B)(4).

Event description:
The plate that mounts the pins for the front riggings to the chair has broken from the frame.